Manufacturer narrative:
Additional information: section b5 (describe event or problem) and section d10 - concomitant product.

Event description:
Additional information provided by the customer. Customer provided ages of patients for sample ID¿s: sample ID (B)(6)= 18 years old. Sample ID (B)(6)= 63 years old. Sample ID (B)(6)= 52 years old. Sample ID (B)(6)= 71 years old. Sample ID (B)(6)= 57 years old. Sample ID (B)(6)= 69 years old. Sample ID (B)(6)= 15 years old. Sample ID (B)(6)= 52 years old. Sample ID (B)(6)= 43 years old. Sample ID (B)(6)= 55 years old. Sample ID (B)(6)= 76 years old. Sample ID (B)(6)= 14 years old. Sample ID (B)(6)= 73 years old. Sample ID (B)(6)= 66 years old. Sample ID (B)(6)= 58 years old. Sample ID (B)(6)= 83 years old. Sample ID (B)(6)= 32 years old. Sample ID (B)(6)= 5 years old. Sample ID (B)(6)= 69 years old. Sample ID (B)(6)= 71 years old. Sample ID (B)(6)= 65 years old. Sample ID (B)(6)= 80 years old. Sample ID (B)(6)= 60 years old. Sample ID (B)(6)= 43 years old. Sample ID (B)(6)= 84 years old.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and deemed the tubing, peristaltic head (rohs) the likely cause. The fsr replaced the source lamp which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the tubing, peristaltic head were identified.

Event description:
The customer observed falsely decreased bilirubin results generated on the architect c16000 for multiple samples. The following data was provided (customer¿s reference range = 0.2-1.2 mg/dl): sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = 0.3, repeat result = 0.7 on analyzer (B)(4), sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(6) initial result = 0.1, repeat result = 0.5 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.4 on analyzer (B)(4), sample ID (B)(6) initial result = <0.1, repeat result = 0.3 on analyzer (B)(4), sample ID (B)(4), initial result = <0.1, repeat result = 0.3 on analyzer (B)(4). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete entry - sample ID (B)(6).